Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and a blood glucose reading of 311 mg/dl was obtained and required treatment with 15 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (device serial number) has been updated to (B)(6) from (B)(6) based on the product returned. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and a sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed all results were within specification. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and a blood glucose reading of 311 mg/dl was obtained and required treatment with 15 units of insulin. There was no report of death or permanent injury associated with this event.